Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: guide wire separation requiring medical intervention. Device issue: guidewire separation. It was reported that initially, the guide wire advanced through the artery without any problem and a stent was deployed. The guidewire was then pulled back, so that an angiogram could be taken. The angiogram didn't look good, so there was an attempt to advance the guide wire, but it would not advance. When the guide wire was pulled back, it was realized that the guide wire had separated. A snare and syringe were used to retrieve the rest of the guide wire successfully. There were no pt complications reported. No add'l event or pt info is available.

Manufacturer narrative:
Results: prod performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: qa analysis revealed that the guide wire was returned without any blood or contrast visible. There were offset coils at the distal end of the center solder, 1.5 mm and 3 mm proximal to the center solder. The tip coils were pushed distal from the center solder for a length of 1 mm. There was a bend in the shaping ribbon 9 mm proximal to the tipball. There was a kink in the core at the proximal end of the hypotube. The core was separated at the distal end of the hypotube. A piece of the core remains inside the hypotube. There was no other damage noted to the guidewire. An attempt was made to advance the guide wire through a hole gauge, but the hole gauge would not advance past the offset coils. The guide wire was sent to scanning electronic microscopy (sem) lab for further analysis. Prod performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion.